Manufacturer narrative:
There was no patient involvement. Product was not used in surgery. Evaluation is pending upon completed investigation of the product.

Event description:
On jan 07, 2010, zimmer spine was notified that the distributor had received a shipment in which an incompass polyaxial screw was in three pieces. This malfunction has been associated with an adverse event in the past. There was no patient involvement.